Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the bovie tip caught fire during a t and a. There was no patient injury. Oxygen was being delivered via endotracheal tube.